Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer to help resolve the issue. The tc was informed that the remote speakers rj45 cable had become disconnected which resulted in the lack of audio. The reported malfunction was confirmed, the remote speaker was not emitting audio because the cable was disconnected. The customer reconnected the speaker cable which resolved the issue.

Event description:
The customer reported that their remote speaker was not emitting alarm sounds. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.